Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6) 2018, the drill bit was broken during an unknown orthopedic procedure. The drill bit broke while the surgeon searched for a hole due to a blocked tibial nail. The broken tip of the drill bit was left inside the patient's bone. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. Concomitant device reported: unknown tibial nail (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 4.2mm three-fluted drill bit qc/330mm/100mm calibration. This is report 1 of 1 for (B)(4).